Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure prior to the device entering the patient, the physician could not create enough torque to "click tighten" the set screw, and the wrench would not stay engaged. This occurred multiple times with different wrenches tried. The device was not used and another device was implanted. There was no apparent patient involvement.